Event description:
Pt received total joint jaw implant devices in (B)(6) 2015. Pt has an infection with puss and golf ball size knot on left side of her face near implant. Oral surgeon refuses to see her and return her phone calls and has stopped all of her medications several weeks ago. She desperately needs to have the arch bars and stitches removed that were put in during the surgery. The arch bars are now causing severe swelling and making teeth sensitive. The pt said has been unable to find a doctor (including an ER doctor) to help her and she's scared something is wrong and is in excruciating pain. The oral surgeon who implanted her tmj devices told her he would not release her from his care nor is willing to help her.